Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the patient went to the emergency room due to high blood glucose levels and the insulin pump had a compromised force sensor system alarm. Customer's blood glucose level was over 400 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via insulin shot. Customer advised they were taken off of the insulin pump and went to the emergency room. The customer stated during seating the force sensor did not detect the reservoir. The insulin pump will be returned for analysis.